Event description:
This resulted in 3 days of inappropriate antimicrobial therapy for bacteremia. In summary, bcid2 yielded results of staphylococcus aureus and "meca/c & mrej not detected" on (B)(6) 2023. Bcid2 results were reported to the electronic medical record the same day. Phenotypic antimicrobial susceptibility testing results (agar dilution), reported on (B)(6) 2023, yielded oxacillin mic 2 mcg/ml (resistant). Meca pcr performed by a different molecular method on the subcultured isolate detected meca on (B)(6) 2023. On (B)(6) 2023, the bcid2 result was revised in the electronic medical record to indicate that the isolate was meca-positive.